Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000186, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the site went to bring it into an or, the mobile view station (mvs) was on and part way down the hallway it began beeping and then shutoff. The site tried to plug it back in and turn it on but it would not come back on. The alternating current (ac) power indicator light was illuminated green and the power button would illuminate blue but the monitor would then shutoff as it was trying to turn on. Once it had been plugged in for a moment, the mvs was eventually able to turn back on. There was no patient involvement.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures, the system operated within specification outlined. The imaging system then passed the system checkout and was found to be fully functional. B01, c19, d14 are applicable. H6: multiple fdd/annex a codes were reported. A0508 was coded for the power button being illuminated blue but the monitor would shutoff as trying to turn it on. A0719 was coded for the mvs unexpected shutdown. A110201 was coded for the system beeping. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.